Event description:
It was reported that the screw snapped in half on a fresh new screw driver. All the pieces were removed from the patient. Back up was available. No significant delay or patient injury were reported.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 10mm of the distal end of the screw has broken off and was not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. Clinical details were provided that a tunnel of 8mm was utilized.